Event description:
It was reported that the device was at elective replacement indicator (eri) and premature depletion was suspected. It was noted that eri triggered after the device had delivered approximately 26 high voltage therapies in response to a ventricular tachycardia storm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).